Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing due to noise. This oversensing resulted in inappropriate mode switch. The device will continue to be monitored. Patient condition was unknown.